Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -11.50/+2.0/112 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports there was lens dislocation/subluxation. On (B)(6) 2023 the lens was repositioned but this did not resolve the problem. Lens remains implanted. The cause of the event was reported as unknown and noted "the lens (and so aquaport) was dislocated to superior (not central) so the patient saw lightpoints twice at the dark".

Manufacturer narrative:
Asverse event problem - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -11.50/+2.0/112 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports there was lens dislocation/subluxation. On (B)(6) 2023 the lens was repositioned but this did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length different model lens. This resolved the problem. The cause of the event was reported as unknown and noted "the lens (and so aquaport) was dislocated to superior (not central) so the patient saw lightpoints twice at the dark". Additional information reported, the surgeon has decided to place the icl vertical into the eye. That´s why the axis from the replacement lens is different to the axis from the initial lens. Patient is very happy! D6b: explantation date: (B)(6) 2023. Claim# (B)(4).